Manufacturer narrative:
Reference (B)(4). Product discarded onsite, so unable to return for further investigation, therefore no root cause could be determined.

Event description:
Disconnection of male termination with system was fractured, causing drainage system to become disconnected at the ventricular catheter from the tubing.